Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. Medwatch 1 of 2 (insulin pump): 2032227-2011-01204.

Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer stated that she met with her doctor and a company rep about issues regarding the reservoir. Nothing further was reported.